Event description:
Info received indicates the left head caster continues to swivel when in brake.

Manufacturer narrative:
The tech found the swivel ratchet was worn and replaced the caster to repair the stretcher.